Manufacturer narrative:
This report is submitted on january 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced discomfort at the magnet site and subsequently was "adminstered" a topical ointment (date and type not reported). There are plans to exchange the magnet to a lower strength; however, this has not been confirmed as of the date of this report.